Event description:
Olympus was informed that a video telescope was returned for repair showing a green image. There is no indication that the reported image failure occurred during a procedure and there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation/evaluation but to an olympus regional repair center (rrc) in singapore (returned to rrc on (B)(6) 2022). The investigation confirmed the occurrence of the reported image failure (varying green and purple image) and traced it back to a defective cable assembly. Thus, the reported incident was attributed to component failure. The investigation also found the protection hose to be wrinkled which was attributed to wear and tear. However, it is not directly related to the reported image problem. A manufacturing and quality control review was performed for the affected serial number of the video telescope without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation result.